Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported receiving repeated "alert 38" messages while performing a supply change. Restarting the ilet did not resolve the issue. A replacement pump could not be issued until the previously damaged ilet was returned. The user confirmed they would send the old pump the next day and use backup insulin therapy in the meantime. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.